Manufacturer narrative:
This product is not marketed in the u.s. Secondary surgical intervention, lens explanted, phacoemulsification surgery with iol (intraocular lens) implantation. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a v3 implantable collamer lens. The lens was explanted after 10 years of being implanted in the patients eye, due to a rhegmatogenous retinal detachment. Phacoemulsification surgery with iol (intraocular lens) implantation was performed. The reporter attributed the retinal detachment to high myopia.

Manufacturer narrative:
Corrected information: (B)(4).